Event description:
It was reported that during the procedure in the heavily tortuous and mildly calcified circumflex artery, numerous attempts were made to advance a 4.0x8 rx xience v stent delivery system. Although force was not applied, the shaft ultimately separated. A snare device was used successfully to retrieve the separated segment from the anatomy. A new xience v stent delivery system was advanced and the stent was deployed successfully at the target lesion. There was no adverse patient sequela and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis of the returned device revealed that the shaft was separated/detached distal to the strain relief tubing, thus confirming the incident. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.